Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Device not returned to manufacturer. No product or photos of the device were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the device was a leaking from the cuff during a procedure. There was patient involvement, but unknown patient harm/unknown adverse event reported.